Event description:
It was reported the tip of the matrix simple persuader broke off during a procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for mfg revealed no complaint related issues. Mfg eval visual inspection revealed the device was rec'd with the tip broken. The instrument corresponds to drawing and processes at the time of manufacture. Too much force was applied to the tips of the instrument causing one to break. The condition and the eval of the returned device deemed the reported complaint invalid from a mfg standpoint.